Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent placement issue occurred. Patient presented with myocardial infarction and shock. The 80% stenosed target lesion was located in the calcified left anterior descending (lad) artery. The lad and diagonal artery were wired simultaneously to perform kissing balloon technique. An unknown ion was first deployed in the diagonal artery and then another unknown ion was deployed in the lad. The physician noted that the ion that was positioned in the lad based on the location of the marker bands we further distal than anticipated, leaving an unintended gap between the ion placed in the diagonal and the ion in the lad. The physician was concerned that the ion in the lad may have moved during placement of the stent or the position of the marker bands may not been aligned with the edge of the stent. The physician commented that the case was successful overall. There were no patient complications reported and the patient is doing well.